Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that even when the power button was pressed off, the unit rebooted by itself. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by mfr30aug2019. Date of report 04sep2019. The fse performed a operational check, but the reported problem was not duplicated. The replacement of user interface assembly was recommended for the prevention of recurrence. The customer declined repairs, and the unit was returned unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 26aug2019, date of report : 27aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported system reboot. The repair was canceled by the customer, and the unit will be returned to the sales office. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.